Manufacturer narrative:
The manufacturer previously reported information alleging the screen is black. Additionally, the customer states the unit came in due to alarming "ventilator service required" while in patient use. " the unit will not read any settings. Does not operate under manufacturer specs". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The manufacturer received email confirmation that updated information to reflect the non-warranty devices will not be returned at this time.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging the screen is black. Additionally, the customer states the unit came in due to alarming "ventilator service required" while in patient use. " the unit will not read any settings. Does not operate under manufacturer specs". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.